Event description:
Healthcare professional reported rupture. Device explanted and replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. Device explanted and replaced. This relates to the right side.

Event description:
Healthcare professional reported, rupture. Device explanted and replaced. This relates to the right side.